Event description:
It was reported that the patient presented for follow up. An interrogation of the implantable cardioverter defibrillator revealed that the device was backup operation. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.